Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported a male patient was connected to model lap top ventilator 1200 for 20 minutes when his oxygen saturation decreased to 78%. The patient was in acute respiratory distress and required extremely high driving pressures to maintain adequate ventilation. The patient was placed on a servo ventilator. The customer stated there are no allegations of the ventilator causing patient harm.